Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse confirmed the reported event by reviewing the calibration results. Next, fse checked all the connections for leaking. Inspection of the device revealed the presence of dried buffer, and that the large syringe ferrell nut was loose. Fse cleaned and lubricating the syringes and sampler x and y axis, disassembled and cleaned all the seals and rotors while inspecting for wear, and trimmed some tubing off of the large and small syringe tubing at syringe tip. Qc and a patient sample were used to validate proper device operation. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The g8 operator's manual under chapter 1, introduction & applications, and chapter 6, troubleshooting, state the following: total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results- results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The g8 operator's manual under chapter 6- troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 211 peak pattern error- explanation: peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis & wash solution. The most probable cause of the reported event was due to air entering the large syringe on the first injection due to a leaking ferrell nut.

Event description:
It was reported that the customer had missing peaks and low total area during calibration of the first sample on their g8 analyzer using calibrator lot# zs7001. Subsequent readings were normal. The customer stated that the column count was 1747 injections, buffers had been received in may, and the filter had been changed prior to contacting technical support (ts). Ts instructed the customer to change the sample needle; however, the issue persisted. Quality control (qc) diluted in a cup was noted to have no issues with missing peaks or low total area, and results were within range. Next, ts instructed the customer to run a patient sample diluted, and in a cup. The total area was low using the same dilution as the qc which had no issues. The customer did not see any leaks at the filter or column and stated that the samples that were run in tubes were normal. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.